Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4) case subject: npi 8015ls unable to connect units on right side account name: tomah memorial hospital account #: 10037416 asset name: asset location: : patient or user involvement: no patient or user harm: no case description: biomed tech. Called in for help on 8015ls unit unable to connect any units on the right side. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Replace both iui connection before call in and only the left side works next he will need to replace the iui circuit board on the right once replace still have same issue customer will send unit in for services repair. Confirm part number fo right iui circuit board. Ref:_00d30y0yr._5000l1icnn4:ref